Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for(B)(6) was performed from the date of manufacture, 04-jan-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer had failed. A field service engineer contacted the customer and provided a solution. Then, the customer confirmed the medication jam was cleared and the issue was resolved. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed and was unable to recover after a reboot. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no delays or adverse events or injuries reported based on this event.